Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control replaced the user interface pcb assembly and system pcb assembly. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the removed system pcb and user interface pcb assemblies. For the system pcb assembly, no discrepancies could be observed. The user interface pcb assembly was evaluated, and it was observed that the user interface pcb assembly caused the device to have a white screen. Testing with heat and cold did not have any effect. A visual inspection of the user interface pcb assembly did not reveal any discrepancies. The cause of the reported issue was a failure of the user interface pcb assembly. Further root cause could however not be determined.

Event description:
It was reported to physio-control that the customer's device would not complete its self-test. It was observed that the display would remain white and that the service led was on. During device evaluation by physio-control it was observed that the device's display would remain white and that the device would lock-up. There was no patient use associated with the reported event.